Manufacturer narrative:
Actual device not evaluated; no results available since no evaluation performed. Asp investigation summary: the investigation included a review of trending of the product malfunction code, and system risk analysis (sra). Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. The sra indicates the risk associated with the reported event is low; as the load was recalled, the event is considered a 'quality problem with no impact on safety.' Several attempts were made to obtain additional information and product return from the customer. Without the lot number or product return, the investigation is limited. Device history record, lot trending, and retains testing could not be performed. There is insufficient information with which to determine the most probable assignable cause. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
An advanced sterilization products field service engineer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed a sterrad® 100nx® cycle during validation of the unit. There was no load involved. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.